Event description:
A ventilator was returned to a third-party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third-party service center, an issue related to the system board was observed. The device's system board was replaced to address the issue.